Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper latch switch was failing. It was determined that this failing part caused the system error 322 alarms. The upper auxiliary assembly which contains the upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.